Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl and was within normal range. Tandem technical support provided instructions to reset the pump, but the same malfunction code reoccurred, resulting in the decision to replace the pump. The customer will use multiple daily injections as backup therapy, and a replacement pump with updated software will be sent, with applicable training available in the tandem source account. The customer understood and acknowledged all instructions, including the return process for the problematic pump.